Event description:
Physician claims equipment did not function/irrigate properly during surgery (no suction). In-house biomedical found no problem with equipmment, but sent it to MFR for evaluation anyway. Pt admitted for left eye cataract surgery. Pt had to have another eye surgery at a different facility. Last reports indicate no further complications to pt.